Event description:
Recently faulty dialysis unit had a pt with a defective catheter. The catheter was placed on 1/6/98 by the physician. The catheter worked well for approx 6 treatments without any indication of a problem. A 350 blood flow rate was obtained with a venous resistance of 180-200. The pt presented to the chronic dialysis unit with oozing around the catheter. Upon connecting the pt to the dialysis machine the pt hemorrhaged. Treatment was stopped and the pt was sent to the hosp to have the catheter removed. After consent was obtained from the pt, the right ij area was prepped and draped in a sterile fashion. 4 cc of 1% xylocaine was used to anesthetize the previous area of incision overlying the right ij cutdown area where sutures were still intact. Sutures were then removed and this incision was reopened with a scalpel and blunt dissection was carried down to the catheter itself. Using hemostats the catheter was removed immediately from the ij vein with hemostatis achieved easily with pressure. The distal ends of the catheter were then cut with sterile scissors at the area where it exited from the skin. The catheter was then pulled through the proximal area. It was noted that the venous lumen had near complete severation at the distal side of the hub. Also noted after removal was a slight amount of purulent drainage that was noted protruding from the "arterial" side of the exit site. The proximal incision overlying the right internal jugular vein was closed with 3-0 silk. A culture of the drainage from the arterial exit site was sent to microbiology. The area was then covered with a sterile dressing and pressure applied.